Event description:
It was reported that during a training/demo of the da vinci system the patient side manipulator 2 (psm) 2 power supply module was removed while the system remained powered on, while the other modules were removed with power off. When the system was subsequently powered back on with all modules reinstalled, a startup error was present and the psm 2 did not complete its power on self test. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to correct the error experienced at startup. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.